Event description:
After the iddc was positioned in the pt, it was removed for repositioning. When the iddc was outside the pt, the physician noticed the distal platinum marker band was gone. He looked at the guide wire going into the introducer sheath and the marker band was on the wire. The marker band was removed from the wire and another device was used for the procedure.

Manufacturer narrative:
Investigation summary: inspection of the returned catheter confirmed the marker bands had been properly swaged onto the catheter during manufacture. The pinch marks left by the swaged bands were clearly visible. The condition of the device was consistent with having been withdrawn through a tight fitting hemostasis valve.